Manufacturer narrative:
Device label code for f10. Position 1: 1738. Position 2: 1701. Evaluation: the iab was received intact for evaluation with the balloon membrane noted to be completely unfolded. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The balloon pumped satisfactorily at 80 and 160 bpm. No alarms were triggered on the strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: no defect was found in the iab during laboratory testing. In general, kinking of an iab may be attributed to one or more of the following: 1. A severe vessel tortuosity and/or pt movement. 2. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter can minimize the restriction and improve balloon performance. 3. The user may have pulled the balloon out of the sleeves through the slot provided in the tray on a sharp angle instead of "straight out" as instructed in datascope's instructions for use. The kinks in the iab tubing would have contributed to the rpt'd inflation difficulty and pump alarms.

Event description:
The iab kinked. The following was rpt'd on 3/11/97: when the balloon was inserted, the iabp read "iab failure" and the balloon failed to inflate. Event complications: unk - rpt'd 2/4/97; injury to rt. Fem. Artery - rpt'd 3/11/97. Pt current status: transferred - rpt'd 3/11/97.